Manufacturer narrative:
The device was received. A visual and functional inspection was performed on the returned device. The reported leak/splash was confirmed. The investigation determined the reported leak/splash appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; d9, h3: device available for evaluation h6 - component code 4755 - removed. H6 - type of investigation code 4115 - removed. H6 - investigation conclusions code 4315 - removed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion in the tibial artery. A 4.0x18mm xience prime drug eluting stent (des) was advanced and positioned across the lesion and deployment was initiated, however, when negative was pulled, blood was noticed in the hub of the catheter and the inflation device. It was assumed that there was a hole in the balloon. The des was removed with the stent intact. There was no adverse patient effect and no clinically significant delay in the procedure. Another xience prime of the same size was used to treat the lesion and successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d9, h3: device was not available for evaluation.